Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af283 with lot number 69373, were returned and analyzed. The data files showed system notice 50005 ¿leak detection¿ and 50006 ¿blood detection¿ on the date of the event. Additionally, system notice 50012 ¿the refrigerant delivery path was obstructed¿ was confirmed on the date of the event. Visual inspection of the balloon catheter showed traces of blood inside the balloons and coaxial port. Smart chip verification indicated the catheter was used for six injections. The catheter failed the performance test due to system notice 50005 right after connecting to the console. Dissection and pressure tests showed twist/ kink and leak at the guide wire lumen of the catheter in balloon segment at 1.55 inches from the tip. There was also dried blood inside the catheter handle inside y-block and service loop. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.